Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she had gone for a walk and was sweating leading up to the alarm. She noted that she had received button error alarms in the past but had been able to clear them previously. No other significant events leading to the alarm were observed. She also reported that the label at the back of her device fell off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The insulin pump was unable to perform prime, occlusion test or excessive no delivery test due to motor error alarms. The insulin pump was received with cracked case on the display window corners, cracked display window, cracked battery tube threads, missing back address/serial number label and end cap sticker. The insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection.